Event description:
A customer reported to baxter (B)(4) a one link connector in which the customer could not obtain "cvp" measurements through the cap. The process step occurred during an infusion. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A labeling review was performed and it was communicated to the hospital via email that the one-link is not to be used for central venous pressure (cvp) readings . The customer is using a edward life science ret px260 set off-label. Furthermore, the recommendation from edwards is to connect the pressure tubing directly to the catheter on the distal port connection/lumen. Therefore, the root cause was determined to be due to use error.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A batch review cannot be performed since there was no lot number provided.